Manufacturer narrative:
Follow-up #1: date of submission 16 may 2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2017 with the following findings: the returned battery cap and test cap attached to the pump but did not secure tightly; the caps continued to spin without tightening. The battery compartment was cracked at the threads to the left of the bumper and two at the case seal below the bumper. The pump did not power on due to internal moisture. There was evidence of moisture in the battery compartment and behind the display lens. Leak testing failed due to battery a compartment leak. The pump was opened revealing extensive evidence of moisture throughout pump internally. Unrelated to the original complaint, there was a crack between the case seal and the keypad cover.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.